Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), uterine perforation ("perforation (uterus)"), device expulsion ("malposition of essure device/migration of essure device location of device: uterus") and haematuria ("blood in urine") in a 33-year-old female patient who had essure (batch no. D19659, d08053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included grand multiparity and anxiety. Findings: laparoscopic-bilateral essure coils, right coil appeared misplaced but in tubal foramen. Hysteroscopic-proliferative endo,etrium, polyp in right cornua, essure coil protroduing from right tubal ostia. Previously administered products included for gestational diabetes: insulin in 2016; for birth control: depo-provera from 2008 to 2014; for an unreported indication: prenatal plus from 2016 to 2017, cephalexin from 2016 to 2017, insulin aspart in 2016 and insulin nph in 2016. Concurrent conditions included sleep disorder, obstructive sleep apnea syndrome, periodic limb movement disorder, insomnia, restless legs syndrome, depression, post-traumatic stress disorder, dysuria, hematuria and uterine polypectomy. Concomitant products included cetirizine since 2016, fluticasone propionate (flonase) since 2017, ibuprofen, ibuprofen (advil), ibuprofen (motrin) and montelukast (singulair) since 2016. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") with pollakiuria, dysuria and bladder pain, fatigue ("fatigue") and vaginal infection ("infection (vaginal)"). In (B)(6) 2016, the patient experienced anxiety ("anxiety"), depression ("worsened depression"), bladder disorder ("bladder problems") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), haematuria (seriousness criterion medically significant), alopecia ("hair loss"), vision blurred ("blurry vision"), urinary retention ("problems emptying bladder"), procedural pain ("painful post-operative recovery"), suppressed lactation ("low breast milk") and dyspareunia ("painful intercourse"). The patient was treated with ciprofloxacin (cipro), analgesics, surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, vision blurred, bladder disorder, cystitis, urinary tract infection, vulvovaginal pain and vaginal infection outcome was unknown, the haematuria, alopecia, urinary retention, procedural pain, suppressed lactation and dyspareunia was resolving and the anxiety, depression and fatigue had not resolved. The reporter considered alopecia, anxiety, bladder disorder, cystitis, depression, device expulsion, dyspareunia, fallopian tube perforation, fatigue, haematuria, procedural pain, suppressed lactation, urinary retention, urinary tract infection, uterine perforation, vaginal infection, vision blurred and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: migration of essure device; on (B)(6) 2017: migration of essure device. Ultrasound scan vagina - on (B)(6) 2017: migration of essure device; on (B)(6) 2017: migration of essure device. Lot number d08053: manufacture date: 10-sep-2014 expiration date: 28-sep-2017. Lot number d19659: manufacture date: 16-oct-2014 expiration date: 28-oct-2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), uterine perforation ("perforation (uterus)"), device expulsion ("malposition of essure device/migration of essure device location of device: uterus") and blood urine present ("blood in urine") in a 33-year-old female patient who had essure (batch no. D19659, d08053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for gestational diabetes: insulin in 2016; for birth control: depo-provera from 2008 to 2014; for an unreported indication: cephalexin from 2016 to 2017, prenatal plus from 2016 to 2017, insulin nph in 2016 and insulin aspart in 2016. Concomitant products included cetirizine since 2016, fluticasone propionate (flonase) since 2017 and montelukast (singulair) since 2016. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") with pollakiuria, dysuria and bladder pain, fatigue ("fatigue") and vaginal infection ("infection (vaginal)"). In october 2016, the patient experienced anxiety ("anxiety"), depression ("worsened depression") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), blood urine present (seriousness criterion medically significant), alopecia ("hair loss"), vision blurred ("blurry vision"), bladder disorder ("bladder problems"), urinary retention ("problems emptying bladder"), procedural pain ("painful post-operative recovery"), suppressed lactation ("low breast milk") and dyspareunia ("painful intercourse"). The patient was treated with ciprofloxacin (cipro), analgesics and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, vision blurred, bladder disorder, cystitis, urinary tract infection, vulvovaginal pain and vaginal infection outcome was unknown, the blood urine present, alopecia, urinary retention, procedural pain, suppressed lactation and dyspareunia was resolving and the anxiety, depression and fatigue had not resolved. The reporter considered alopecia, anxiety, bladder disorder, blood urine present, cystitis, depression, device expulsion, dyspareunia, fallopian tube perforation, fatigue, procedural pain, suppressed lactation, urinary retention, urinary tract infection, uterine perforation, vaginal infection, vision blurred and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2017: migration of essure device; on (B)(6) 2017: migration of essure device. Ultrasound scan vagina: on (B)(6) 2017: migration of essure device; on (B)(6) 2017: migration of essure device. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Patient demographic information and relevant history added. Concomitant medication added. Per pfs, events perforation (fallopian tubes), perforation (uterus), malposition of essure device/migration of essure device location of device: uterus, infection (bladder), infection (urinary tract), infection (vaginal), worsened depression, anxiety, urinary frequency, problems emptying bladder, bladder pain urinary pain, vaginal pain, fatigue and blurry vision added. Lot no added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), uterine perforation ("perforation (uterus)"), device expulsion ("malposition of essure device/migration of essure device location of device: uterus") and blood urine present ("blood in urine") in a 33-year-old female patient who had essure (batch no. D19659, d08053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included grand multiparity and anxiety. Findings: laparoscopic-bilateral essure coils, right coil appeared misplaced but in tubal foramen. Hysteroscopic-proliferative endo,etrium, polyp in right cornua, essure coil protroduing from right tubal ostia. Previously administered products included for gestational diabetes: insulin in 2016; for birth control: depo-provera from 2008 to 2014; for an unreported indication: cephalexin from 2016 to 2017, prenatal plus from 2016 to 2017, insulin nph in 2016 and insulin aspart in 2016. Concurrent conditions included sleep disorder, obstructive sleep apnea syndrome, periodic limb movement disorder, insomnia, restless legs syndrome, depression, post-traumatic stress disorder, dysuria, hematuria and polypectomy. Concomitant products included cetirizine since 2016, fluticasone propionate (flonase) since 2017, ibuprofen, ibuprofen (advil), ibuprofen (motrin) and montelukast (singulair) since 2016. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") with pollakiuria, dysuria and bladder pain, fatigue ("fatigue") and vaginal infection ("infection (vaginal)"). In october 2016, the patient experienced anxiety ("anxiety"), depression ("worsened depression") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), blood urine present (seriousness criterion medically significant), alopecia ("hair loss"), vision blurred ("blurry vision"), bladder disorder ("bladder problems"), urinary retention ("problems emptying bladder"), procedural pain ("painful post-operative recovery"), suppressed lactation ("low breast milk") and dyspareunia ("painful intercourse"). The patient was treated with ciprofloxacin (cipro), analgesics, surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on 23-jan-2017. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, vision blurred, bladder disorder, cystitis, urinary tract infection, vulvovaginal pain and vaginal infection outcome was unknown, the blood urine present, alopecia, urinary retention, procedural pain, suppressed lactation and dyspareunia was resolving and the anxiety, depression and fatigue had not resolved. The reporter considered alopecia, anxiety, bladder disorder, blood urine present, cystitis, depression, device expulsion, dyspareunia, fallopian tube perforation, fatigue, procedural pain, suppressed lactation, urinary retention, urinary tract infection, uterine perforation, vaginal infection, vision blurred and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: migration of essure device; on (B)(6) 2017: migration of essure device. Ultrasound scan vagina - on (B)(6) 2017: migration of essure device; on (B)(6) 2017: migration of essure device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records, new reporter, medically confirmed, patient demographic information, relevant history, lab data, concurrent condition and concomitant product were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), suppressed lactation ("low breast milk"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), blood urine present ("blood in urine"), urinary retention ("problems emptying bladder") and procedural pain ("painful post-operative recovery "). The patient was treated with surgery (underwent a bilateral hysterectomy with hysteroscopic removal of right essure coil from tubal ostia). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, suppressed lactation, abdominal pain, dyspareunia, blood urine present, urinary retention and procedural pain was resolving. The reporter considered abdominal pain, alopecia, blood urine present, dyspareunia, pelvic pain, procedural pain, suppressed lactation and urinary retention to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report